Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was returned with the helix fully extended and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The tissue was removed with alcohol and the helix operated within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix on the lead would not extend, as if the mechanism was not working properly. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.